Event description:
Healthcare professional reported "have a patient with allergan natrelle style 110 implants and a late seroma with grade IV capsule". Record is for the right side. Device status unknown.

Manufacturer narrative:
The event of seroma-late and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV, seroma-late.